Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in united kingdom who was receiving baclofen (unknown concentration and dose) via an implantable pump. The date of the event was unknown. It was reported the patient was recently implanted with a new pump. The patient was started with a dose which caused overdose symptoms thus the surgeon reprogrammed the pump to minimum rate. The patient recovered well from the overdose. The hcp wanted to restart the pump with normal infusion but could not set up a lower dose than the one that was started with because of the baclofen concentration into the pump. The pump was refilled with diluted baclofen and "could only start a bridge bolus with previous too high dose because there still stronger baclofen in catheter and pump internal connections." The pump was set back at minimum rate. The hcp could withdraw stronger baclofen from the catheter through the lateral port. The hcp requested information on how to manage the volume into pump internal connections which was around 1.4 ml. Interventions, troubleshooting, medical history, type of baclofen, concentration, dose, lot number, and therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not avail able as of the date of this report. Additional information has been requested regarding device information, troubleshooting performed, actions/interventions taken, drug /concentrations information, other medications taken, patient medical history and IFU, but it was not available at the time of this report.